Event description:
Per the clinic, the patient experienced bleeding and sensitivity around the baha abutment. The patient was treated with oral antibiotics for a contralateral ear infection and received topical antibiotics at the baha site as prophylactic treatment following silver nitrate cauterization on (B)(6) 2025. No infection was noted at the abutment site. The area has since healed.